Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c93ee, serial/lot #: (B)(4), ubd: 04-sep-2020, UDI#: (B)(4); product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm of unknown size. It was reported that during follow up on an unknown date it was noted that the right leg was occluded with thrombus and so a distal fem-fem bypass was performed. It was observed that there was emboli in the left side. As per the physician, the cause of the event was due to placement of the contra-lateral limb too high, a little above the flow divider. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the reported 100 % right limb occlusion and areas of thrombus seen within portions of the left/contra limb was confirmed; however, the exact cause could not be determined from the films provided. Slight compression of the ipsi limb to ~7mm ID near the level of the flow divider was observed; no other areas of limb compression was observed. It is possible that implanting within the proximal neck which was of small caliber (18 ¿ 22mm diameter), contained thrombus, and was severely angulated (a 90 deg and 70 deg bend) appears to have led to the ipsi limb compression which may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The thrombus observed within portions of the contra limb may have also been caused by the same source as the right limb occlusion. It is unclear if placement of the contra-lateral limb slightly (several mm¿s) above the flow divider had any effect on the right/ipsi limb occlusion or contra limb thrombus. If information is provided in the future, a supplemental report will be issued.